Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the rep was with pt at their appointment and called about recharging the implant. Caller said that the pt's controller battery will charge to 100%, but that when the pt charges their implant, the implant will not reach a full charge before they have to charge the controller battery again. Caller stated that the pt noticed this the first time they went to charge their implant, following their post-op appointment the first week of july. Caller also mentioned that they were meeting with pt due to frustrations with the overall recharge quality, as the pt will receive excellent to poor to good quality messages in the same sitting and the pt will not have moved. Pt was recharging their implant during the call and caller said the paddle of the rtm felt warm, but not hot. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.